Manufacturer narrative:
(B)(4). The customer reported the device displayed the defib failure - cycle power message/instruction with the error code 01000 (defib biphase error). There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device displayed the defib failure - cycle power message/instruction with the error code 01000 (defib biphase error) upon power up which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.